Event description:
It has been reported to philips that the azurion system would not boot up. There was no report of harm. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Customer was performing coronary diagnosis procedure which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system machine is not booting up. Upon troubleshooting, fse found issue occurred due to a defect in the overvoltage protection board. Fse replaced pdu mim and pdu control module. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.